Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was loosely folded with dried blood in the device. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and a burst in the balloon material that was located 13mm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.